Manufacturer narrative:
Unit received with stripped coin slot on battery cap(p). No unexpected failed battery test alarm noted. All operating currents were in spec. Mp 02-09-2012.

Event description:
Customer reported via phone call that they got battery failed alarm. The customer¿s blood glucose level was 252mg/dl. Troubleshooting was not performed. The product will be returned for the analysis.